Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow-up and to provide a correction to the initial (h3 and h7). The initial h7 inadvertently selected recall. The actual product lot is h2908, it was judged to be a complaint due to a design change product and not included in the recall. The customer confirmed no damage to the recovered tip cover. The actual usage of anti-fogging is unknown. Regarding the pre-use inspection, the underlay is distributed and explained including how to attach it, but the actual operation is unknown. Reconfirmation of complaint event: since the dropped off actual product has not been returned, it is not possible to reproduce it using the dropped off actual product. Operation confirmation: using the returned unused distal cover of the same lot, olympus checked the operation according to the pre-use inspection procedure in section 7.3 of the instruction manual, and confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2908) type test: when design changes, we evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." Supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the event occurred due to the following: -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: see attachment procedure and warning column in 9.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Event description:
The olympus employee reported that during an unspecified therapeutic procedure, the distal cover fell off into the oral cavity when the endoscope was removed. The distal cover was retrieved immediately. The procedure was completed using the same device without a delay. There was no evidence of additional intervention or any patient harm during the procedure. The related patient identifiers for the event are: complaint # (B)(4), evis lucera elite duodenovideoscope, tjf-q290v, serial number- unknown complaint # (B)(4), single use distal cover , maj-2315 serial number: (B)(6)-this complaint

Manufacturer narrative:
E1 - the complete establishment name is federation of national public service personnel mutual aid associations (B)(6) hospital. Since the missing item was not returned, the unopened item of the same lot was returned. No damage or deformation was found in the tip cover that was opened and taken out. In addition, after properly attaching the cover to the endoscope according to section 7.3 of the manual, a pre-use check was performed to see if the tip cover could be pulled or twisted to remove it from the tip of the endoscope. It was confirmed that if the tip cover was attached correctly, it would not come off the endoscope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.